Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n394686, implanted: (B)(6) 2014, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the pump was explanted on (B)(6) 2014 due to central nerve infection. The reporter had noticed the infection 3-4 weeks before the pump was explanted. A month after the pump was implanted, ¿there was draining really bad on front of pump.¿ it was noted that the reporter ¿had gauze baggy overnight¿ and took it into the healthcare professional¿s (hcp¿s) office and ¿they threw it in the garbage and said it was fine.¿ the reporter stated that the hcp left the catheter inside the patient. The reporter inquired if whether the catheter should have been explanted and whether it would cause an infection. It was reported that the hcp didn¿t want to explain why the catheter was left in the patient. The reporter stated that the hcp was very rude and they would be looking for a new hcp. It was also reported that the patient was placed on ¿six ivs a day for the infection.¿ it was noted per a printout read at the time of the report that there was a 15 percent decrease in the patient's daily dose, however, it was unclear when this had occurred or if it was related to the event. No patient outcome was reported. The pump was delivering gablofen. Follow-up is being conducted for additional information. If additional information is received, a follow-up report will be sent.